Event description:
Patients mom called to state that daughter is in middle of infusion and she heard a pop in the pump and now it is not working. Advised that it sounds like the spring broke in the pump. Went over technique to infuse remainder of 4 ml of medication manually. Previous pump we had shipped was from 2020. Patient was able to complete infusion manually, no missed dose or interruption to therapy, no adverse event reported due to ¿pc¿, defective pump was replaced and defective pump is available to be returned. Serial number unknown. Indication: immunodeficiency with predominantly antibody defects. Reported to (B)(6) by: patient/caregiver.